Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensors were painful for her to wear. The customer stated that she would feel a pinching/stabbing pain and have to remove the sensor. Blood glucose level at the time of the incident was 138 mg/dl. The customer also reported that she removed a sensor, but some of the fibers remained in her body and also had to be removed. Blood glucose level at the time of the incident was not provided. The sensor was not replaced or returned for analysis.